Event description:
As reported: the balloon deformed and burst within the rated range. The event occurred in the balloon filling stage. When the filling volume is 0.42cc, the balloon bursts, the contrast agent flew out. The event had no effect on the patient. The 4*15 scepter c balloon was replaced and the procedure was successfully completed. The balloon burst was a sudden loss of pressure. Patient status is fine.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite a device return attempt. Ongoing attempts will be made for the device return. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
As reported: the balloon deformed and burst within the rated range. The event occurred in the balloon filling stage. When the filling volume is 0.42cc, the balloon bursts, the contrast agent flew out. The event had no effect on the patient. The 4*15 scepter c balloon was replaced and the procedure was successfully completed. The ballon burst was a sudden loss of pressure. Patient status is fine.

Manufacturer narrative:
Items returned for investigation: scepter c the balloon was returned intact at the hub. The balloon was returned deflated. The balloon membrane was found to be ruptured at the polyimide ring; the outer lumen coil was dislodged. The investigation of the returned balloon catheter found the outer lumen coil dislodged near the polyimide ring and the balloon membrane ruptured near the polyimide ring, which is consistent with the alleged product issue. The physical evaluation of the device could not identify the conditions or circumstances that led to the dislodged coil and the rupture, but these conditions are consistent with the device experiencing forces over specification due to over inflation.